Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for few hours. The patient was hospitalised to hyperglycaemia and diabetic ketoacidosis and the blood glucose level was 350mg/dl at the time of hospitalization. The patient also tested positive for ketones with value of 7.5mmol/l. The patient got treated with intravenous insulin. The length of hospitalization was 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.